Event description:
Information received indicates the siderail will not latch.

Manufacturer narrative:
The technician found the latch cover was bent, which prevented the latch mechanism from locking. The technician straightened the siderail latch cover to repair the bed.